Event description:
It was reported that during a laparoscopic appendectomy procedure, the device fired an incomplete staple line. A new instrument was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.